Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had a leak and insulin pump exposed to moisture. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the insulin pump was darkened around the edges of the display, it was like a dark cloud that marked difficult to see. The leak was past the second o-ring. After troubleshooting, customer was advised to discontinue the use of the insulin pump and revert to the backup plan. The reservoir will not be and insulin pump will be returned for analysis.